Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6)2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient "going to pass out and almost lost consciousness". The reported glucose values fall within the b zone of the parkes error grid at an unspecified time. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6) 2025, the patient felt like he was going to pass out and almost lose consciousness. The patient ¿was given¿ glucose at home. When a fingerstick was taken the cgm was reading 51 mg/dl, and the blood glucose reading was 143 mg/dl. It was not known when during the event the fingerstick was taken, and multiple attempts to contact the patient to obtain this information were unsuccessful. The patient did not go to the hospital. There was no information of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.